Event description:
The customer reported via phone call being hospitalized for a month and a half due to an issue unrelated to diabetes. He stated that he had a foot ulcer that caused contaminants to get into his blood stream. He noted that some doctors recommended amputating his foot. He stated that his infusion set site had been irritating and fell out on the day prior to the call. He stated that he needed to control his blood glucose, and the doctors wished to take him off insulin pump therapy. He noted that his blood glucose was as high as between 300-400 mg/dl before getting on the device. His blood glucose varied between 113-265 mg/dl while on the insulin pump. He stated his blood glucose started being high after the site fell out. He was advised that his use of the infusion set for longer than 3 days was considered off-label use. He noted that he had been fine until he was discharged and was running out of supplies, which would be replaced. He declined emergency assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-22490.